Manufacturer narrative:
(B)(4)

Event description:
It was reported that a patient had an inflammatory mass. The patient had an MRI (magnetic resonance imaging) and it was determined that the patient had a granuloma. The pump was being set to be removed ¿in a couple weeks¿ from the date of this report. No outcome was reported for this event. Further follow up was being conducted to obtain this information. If additional information is received, a follow up report will be sent.